Manufacturer narrative:
The pump has not been returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. It is possible that clinical factors and patient comorbidities may have contributed to the event; however based on the lack of information, no conclusion can be made. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU), patient manual, and training material provide instructions to the user on proper usage and care of power sources. Instructions are provided to further educate the patient about product safety, visual indicators, audible alarm management, and device management. Additional guidelines instruct the user on how to detect and react to a power source malfunction with a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remain implanted.

Event description:
It was reported by the distributor to (B)(6) that while the patient was at home the battery charger "status" light was flashing "red" when the battery was connected to the battery charger. The battery was replaced with no effect on the patient. Analysis of the returned battery found faulty cell pair.

Manufacturer narrative:
Additional information received reported that the patient was in critical condition prior to the lvad implant and was already ventilated. The lvad was "a last chance for survival". Information was received correcting the implant date to (B)(6) 2015. Post implantation he was in the intensive care on high catecholamine support when he died. It was reported that he died on (B)(6) 2015. It was indicated that there is no further information available; it is not known if there was thrombus. If the pump was explanted, or if there was an autopsy. With review of the available information, patient comorbidities appear to have contributed to the events with no indication of any device performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.